Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2007. As reported by the patient's attorney, the patient experienced mesh erosion and underwent a revision procedure on (B)(6) 2016. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Patient codes 1750 and 3191 capture the reported events of erosion and surgery. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction - blocks b1, d1, d4, g1, g5, h4 updated.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2007. As reported by the patient's attorney, the patient experienced mesh erosion and underwent a revision procedure on (B)(6) 2016. Boston scientific has been unable to obtain additional information regarding the event to date.